Event description:
Healthcare professional reported that a patient was injected with an unspecified juvéderm®. About a month later, the patient experienced ¿hard lumps¿ across the top lip and ¿milder¿ ones on the bottom lip that were described as ¿soft and fluid filled with a hard lump,¿ that were ¿burning and hurting.¿ the patient was treated with an antibiotic that did not work. The patient was then treated with doxycycline. The event began to resolve, but the event status was not reported.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.